Event description:
It was reported that a pneumothorax was noted one day post-implant. The correct position of the lead could not be confirmed. The lead was repositioned successfully with good measurements. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.